Event description:
(B)(4). Abdominal pain, pelvic pain, lower back pain, body aches n pain. Really bad headaches. The abdominal pain never goes away its constant.

Event description:
(B)(4). I forgot to post in my report that I have only had my essure since (B)(6) of this year (five months). I have had the symptoms since I got it done.